Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: initial report inadvertently did not select "other serious". (B)(4).

Event description:
Follow up with the physician's office revealed that the patient was seen by the implanting physician. It was stated that the patient has a history of bipolar disorder, which may explain the anger. The impedance values were reported as within normal limits. The vns was programmed off and the patient was to be scheduled for explant. It was reported that this was for the patient's comfort.

Event description:
It was reported that the patient saw his surgeon for pain at his generator site lasting 3 days, as well as a fever, ER visit, and lack of efficacy. He asked the surgeon to explant the device however the surgeon did not suspect an infection so no intervention was planned at the time. It was stated that the patient may not be a therapeutic levels as he had left his neurologist over 6 months ago. The patient was going to follow up with a new neurologist to have the vns device checked. From follow up on the reported events, it was stated that the pain was constant, and not occurring with stimulation. It was unknown what the cause of the pain was and the surgeon was sending the patient back to neurology to assess the vns. It was stated that the patient did not have a fever at the office visit as the patient's temperature was 98.2. The ER visit was per the patient's report. Regarding the physician's assessment of the patient's lack of efficacy, it was stated that the patient was non-compliant and had stopped seeing the neurologist. It was unclear how many dosing appointments the patient went to before stopping treatment. The patient's last known settings and diagnostics were unknown. The patient later reported that he had been to the hospital 6 to 7 times and "almost died" because of vns. He stated that he began having pain and anger issues since almost right after vns was implanted. The patient still does not have a neurologist as he had issues with his previous neurologist. He was looking to get his vns explanted. Programming history was reviewed and the last diagnostics were performed on the date of device implant, showing that the device was functioning as intended. No known explant surgery has occurred to date. No additional, relevant information was received to date.